Event description:
It was reported that a, "high pressure" alarm was displayed during patient use. There was no patient harm reported. (B)(4).

Manufacturer narrative:
No fault was found during on-site troubleshooting. The reported high pressure was confirmed within the received logs. The logs also showed that alarms for high and low peep (positive end expiratory pressure) were generated. Test logs showed that the pressure transducer sub-test had failed intermittently prior to the reported event. The expiratory pressure transducer's offset value had drifted and exceeded the allowed limit (± 300mv from default). Based on that, a replacement of the expiratory pressure transducer printed-circuit board (pcb) was performed. The pcb was replaced and returned for investigation. Simulated use testing showed that the pcb's pressure sensor had a large offset drift within 24 hours, this indicated an instability in the pressure sensor. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensors' chip. It was not possible to clean the cavity since the particles were stuck on the glass foil between the ceramic and the chip. Previous investigations of other pressure transducer pcb's have shown that once the dirt was removed, the pressure transducers' functioned normally and no offset drift was noticed. Our conclusion is, that the presence of particles in the ceramic cavity on the top of the sensors' chip had caused the offset drift which affected the measured peep and caused the reported failure. The root cause for the presence of particles in the ceramic cavity has not been determined.

Event description:
(B)(4).